Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws. A microscopic inspection was conducted. The heater wire was slightly flexed away from the hot jaw and remained attached at the tip and base of the jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. There was no evidence of blood on the inside of the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the returned condition of the device and the investigation results, the reported complaint was not confirmed for the reported failure mode "failure to deliver energy", but was confirmed for the analyzed failure mode "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, harvester reported vasoview hemopro shorted out. The cautery power initially worked, then wasn¿t working any longer. Cord and power supply was exchanged, but still there was no power to the device. A new hemopro was opened and worked without any issue with initial cord and power supply. No patient information was supplied from account. . The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, harvester reported vasoview hemopro shorted out. The cautery power initially worked, then wasn¿t working any longer. Cord and power supply was exchanged, but still there was no power to the device. A new hemopro was opened and worked without any issue with initial cord and power supply. No patient information was supplied from account. The hospital did not report any patient effects.